Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post-dilatation, highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. In this case, only limited information was provided. Based on the information available, a definite root cause could not be identified. The IFU supplied with this product sufficiently describes the correct application of the device. Also the IFU states that stent fracture is a potential adverse event that may occur.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any patient or procedural details to date.

Event description:
It was reported that the vascular stent fractured during deployment in the patient. There was no reported patient injury.